Event description:
Caller reported experiencing multiple occlusion alarms, which caused the customer's blood glucose level to reach 430 mg/dl. The customer managed the situation by changing the infusion set and cartridge, then resumed insulin.